Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the unspecified channel(s) of the subject device tested positive for stenotrophomonas maltophilia (250 cfu /endoscope in total). In the additional microbiological tests by the facility following high level disinfection, the biopsy channel tested positive for same bacteria (70 cfu /endoscope) and the auxiliary channel tested positive for staphylococcus hominis ssp hominis (3 cfu /endoscope). The subject device had been reprocessed using a non-olympus automated reprcocessor (soluscope 4). There was no report of infection associated with this report.